Manufacturer narrative:
Based on the report that there were 2 staple leaks observed, an investigation was completed to determine the cause of this reported adverse event. This report represents the first white reload event. The second white reload is reported under isi manufacturer patient identifier number (B)(6). A follow-up MDR will be submitted if the white reloads are returned and evaluated and/ or if additional information is received. Isi received the sureform 45 stapler for evaluation but has not received the white reloads for evaluation. The reported complaint was not confirmed by failure analysis. The stapler was tested in-house: the instrument was initialized, clamped, fired, and unclamped without any issues. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument was retested and passed two firing attempts; both reloads were fired without any issues and no errors appeared during testing. A review of logs showed no failures. Visual inspection was performed and no damage was found. A review of the advanced stapler log for the sureform 45 stapler (part number 480445-04, lot number t13221108-0233) associated with this event was performed and revealed the stapler was installed on the system (universal surgical manipulator 2) 3 times and fired 3 reloads (all white). There were no incomplete clamps, incomplete unclamps, or firing failures by this instrument. Each install had one successful clamp that was followed by a firing with no pauses for compression. Firing torque levels were normal for all firings. There were no stapler related errors in the logs. A review of the site's system logs for the reported procedure date revealed that no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted nephrectomy, the sureform 45 stapler instrument fired two separate white reloads. After the staple firings, there were visible leaks in the middle of the staple line at the tips of the staple line. The surgeon reportedly resolved the leaks by placing hem-o-lok clips.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the sureform 45 stapler instrument fired two white reloads that resulted in leakage at the tips of the staple line. The surgeon reportedly resolved the leaks to complete the procedure. Intuitive surgical, inc, (isi) followed up with the surgeon and obtained additional information: it was reported that during a da vinci robotic assisted radical nephrectomy, there were two staple line leaks visible in the middle of the staple line after firing of two separate white reloads. The surgeon reported that the white reloads were chosen as they are recommended for the renal artery. Bleeding of an amount less than 200ml occurred from the renal artery. No blood transfusion was administered. Hem-o-lok clips were placed to address the leaks, as there was no room for additional staple fires, establishing good hemostasis. No malformed staples were observed within the staple line but there were holes/gaps observed. The patient had normal, non-calcified arteries and veins and the surgeon was not firing over an existing staple line and did not encounter any obstructions while stapling. The surgeon also confirmed the following: no error messages were received, no tissue tension, no tissue bunching, and no buttress material was used. According to the surgeon, there was no change to the patient¿s post-operative course due to this incident. The surgeon is unsure if the reloads were available for return, and no images/videos are available for review.